Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a patient experienced ¿vascular occlusion¿ after being injected with juvéderm® ultra plus. No other information was provided.